Manufacturer narrative:
Per tandem user guide: only use u-100 insulins in your pump. Only u100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using admelog insulin. Tandem customer technical support informed customer that admelog is off label per the user guide. A system check was performed by tandem technical support and the occlusion was found to be within the tubing. Tubing was changed resolving the occlusion. Customer¿s blood glucose level was 280 mg/dl.